Event description:
It was reported that the patient was hospitalized for unrelated medical conditions. High capture threshold and a decrease in pacing lead impedance were noted. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.